Manufacturer narrative:
According to available information, no return of product is intended, therefore, boston scientific cannot confirm nor deny the reported clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
When additional information has been received, this event will be updated.

Event description:
Additional information was obtained. Subsequently, the device was removed and replaced. According to available information the device was disposed by the facility.

Event description:
Boston scientific received information that this device displayed end of life (eol) after delivering a shock with a charge time of 31s and voltage of 2.37v. There was concern that the device reached eol due to an extended charge time. Elective replacement indicator (eri) had been declared approximately one and one-half earlier. A replacement procedure is intended in the near future. No adverse patient effects were reported.